Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-02102. It was reported that one of the patient ipg scs was inoperable and the other one was eri due to early depletion. Surgical intervention occurred where both were explanted and replaced.

Manufacturer narrative:
It was reported to abbott, a patient underwent a bilateral ipg replacement. One ipg was approaching end of life and the other was at eri and did not provide stimulation. The right ipg was inoperable. The left ipg was operable. There were no complications the results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.